Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unresponsive buttons and insulin pump was not turning on back. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, there's a huge black spot on the right half of the lcd display. Upon further review of the interior of the device , there were traces of corrosion on electrical board around the battery connectors, on the back of the lcd display, and within the lcd display itself.